Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: (B)(6) 2013; inratio: 5.2; lab: 1.83. Time between testing was reported as 2 hours.

Manufacturer narrative:
Investigation pending.